Manufacturer narrative:
Additional information has been requested, but no new information has been received. The patient demographic information was requested, but has not been provided. The product has not been received for analysis. Without receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that an unknown duration post implant of this annuloplasty band, the device was explanted due to a "failed repair." No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.